Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was powered up and it alarmed with error code 1720, which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a lec 1720 error code during testing. There was no patient, or clinician injury associated with this occurrence.